Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damage on the lcd screen. The customer¿s blood glucose was unknown at the time of incident. Customer had a hard time reading the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly due to buttons not responding. Insulin pump received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).